Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No software error alarm or any alarm noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, broken battery tube threads, a broken belt clip slot and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a software error alarm. Customer's blood glucose was 11.8 mmol/l. Customer was advised that insulin pump would need to be replaced. No further information provided.